Manufacturer narrative:
It is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the nozzle being clogged with black non-organic material could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had an insufflation problem detected. The reported issue occurred during an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the nozzle was clogged by non-organic, black colored material. The dark rubbery material could not be identified and was unable to be removed. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the adhesive on the bending section cover was separated. It was also observed that the three lenses of the light guide rod were cracked. It was observed that the plastic distal end cover showed wear and tear. It was also observed that the universal cord was slightly wrinkled. It was observed that the rubber on switch button one showed wear and tear. Additionally, the biopsy channel showed wear and tear and was replaced as a preventative measure. It was also observed that the angulations were out of specification. Lastly, it was observed that the up and down angulation control knob felt too loose. Due to the nature of this reportable event, the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested, however the customer declined stating that all french customers follow the regulatory requirements outlined in the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.